Event description:
The user received an erroneous troponin t result for one patient plasma sample drawn in a green top sodium heparin 5 ml tube. The initial result was 0.035 ug per l which was rounded to 0.04 ug per l and was reported to the ER physician. The physician called the lab stating he "was expecting a negative result." The user repeated testing with the same sample in the same false bottom sample cup and a result of 0.010 ug per l was generated. This result was believed to be correct and was reported to the physician. The user stated no medications were administered based on the result of 0.04 ug per l and the patient was released from the ER by the physician. The user stated erroneous troponin t results have been received "2 or 3 times in the last month." No specific patient information or data was provided. The user had not experienced issues with other assays. The field service representative could not determine a cause, but noted the incubator cover was sitting askew and was causing water droplets to catch on the hole above the incubator cup where the reagent probe dispenses. He reseated the cover, replaced the reagent syringe o-ring and seal and replaced the pinch tubing. To verify the analyzer operation, he ran precision testing, checked the power supply voltages, probe rinse and adjustments and fluidic pressures. The user ran calibration and qc with all results within specification.